Manufacturer narrative:
The outer insulation and the outer coil were noted to be broken/separated at 21.7 cm to 23.4 cm from connector pin consistent with clavicle crush forces. The inner insulation was noted to be broken/separated in the clavicle crush region. The cause of the insulation damage and broken outer coil is consistent with damage due to clavicular crush forces.

Event description:
It was reported that the asymptomatic patient's atrial lead exhibited noise. It was discovered that the lead experienced clavicular crush. The lead was explanted and replaced during routine generator change procedure with no complications. Patient was doing fine.